Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced erbe to resolve the issue. The system was verified and ready to use. Intuitive surgical, inc. (Isi) received the erbe involved with the complaint and completed the evaluation. The unit was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, c-34 activation errors occurred when monopolar energy was used. Prior to contacted intuitive surgical, inc. (Isi) technical support engineer (tse), the customer tried power cycling the erbe generator, replacing the instrument energy cord and instrument with no change. The technical service engineer (tse) recommended performing a hard power cycle the vision side cart (vsc) when possible and locating a backup generator or using a different vsc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed no further details related to the reported event are known or available.